Event description:
Device malfunction: failure to deploy foot. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the common femoral artery using a proglide device after an interventional procedure. Reportedly, the foot did not deploy. The steps were followed according to the instructions for use to successfully remove the device from the patient anatomy. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.